Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the screen was not display due to corrosion on the connectors of printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer found the malfunction before the procedure for a diagnostic gastroscope, with no delay. No other device was involved. The patient was not under anesthesia. There was no replacement during procedure. The procedure was completed.

Event description:
The customer reported to olympus that the video system center produced an image that was red. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, no image and text was found intermittently due to immersed connectors of the printed circuit boards and main board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the connectors of the printed circuit boards and main board were corroded, and the front panel was off due to the immersed connectors. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.